Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2016, the patient experienced a skin reaction. The patient¿s mother stated that every time the patient wears a sensor the patient experiences skin irritation which consists of itchiness, redness and little bumps. The number of reactions and incident dates were not provided. Sensors have been worn on the abdomen, upper buttocks, and arm. Patient¿s mother stated that at one point the doctor prescribed a hydrocortisone cream, triamcinolone 0.1, to treat the skin reaction. The date of the prescription was (B)(6) 2016. The patient¿s mother explained that they have stopped using the cream and she will sometimes use a coconut oil. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.